Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports and linked to mfg report number 3004608878-2025-00038 as facility has indicated that event occurred with 2 skull clamps: a facility reported that during "cervical four to thoracic two posterior fusion, cervical seven corpectomy", the mayfield modified skull clamp (a1059) moved and caused to rip the skin in the skull. The skin laceration was repaired with suture and staples, the procedure was completed as planned, and the patient remained stable. No surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.